Event description:
Attempted to cannulize right median vein, advanced catheter infused fluid, infiltrated, upon attempting to remove catheter could not entirely retrieve catheter. Pt went to hospital radiology dept for removal. Catheter removed and found to be knotted.